Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The insulin pump passed the self test and the displacement test. No unexpected back light anomaly noted during testing. The unit was received with missing display window cover, missing serial number label and cracked battery tube threads. The insulin pump was cut open and traces of moisture on electronic assembly pcba1, corroded battery tube assembly and force sensor noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had backlight anomaly. No harm requiring medical intervention was reported. The device will be returned for analysis.